Event description:
It was reported the patient was in the hospital for a reason unrelated to the pump. The hospital thought the pump was ¿on overdrive.¿ it was thought the pump was going to kill the patient. The hospital suspected overdose because of the way the patient¿s eyes looked and the way she was acting. The pump was checked by a manufacturer representative who ruled out any pump related issues. It was reported everything with the pump was okay. The pump was being used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).